Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown gel implants smooth and experienced right side device moving towards the armpit area postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3507004bc; serial number (B)(4) on the left side, and with catalog number 3507004bc; serial number (B)(4) on the right side on (B)(6) 2016.